Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional reportable issues were identified during inspection: damage of both the outer tube and the eyepiece by shock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope to olympus repair center for evaluation of a reported broken camera fixing ring. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported issue occurred during an unspecified therapeutic procedure. The procedure was completed with the subject device and no piece fell into the patient. The patient experienced no complications.